Manufacturer narrative:
The following other hip devices were also listed in this report: solar shoulder bipolar 40mm, cat# 5081-4000, lot# mjr6yx; 22mm nk +0 modular head, cat# 5080-2200, lot# mkl327; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Patient presented complaining of shoulder pain approx 17 months post shoulder replacement.

Manufacturer narrative:
An event regarding pain, etiology unknown, leading to revision involving a shoulder humeral stem 9mm was reported. The event was not confirmed. Device evaluation not performed as no device was received. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. No device specific failure modes were identified. The exact cause of the event could not be determined further information is needed. No further investigation for this event is possible at this time.

Event description:
Patient presented complaining of shoulder pain approx 17 months post shoulder replacement.